Manufacturer narrative:
Concomitant medical products: envoy 6f guide catheter (details unknown); prowler select plus (details unknown); echelon 14 ev3 (details unknown); 2 orbit 4x10 coils (details unknown); stent (details unknown); other orbit 2x2 (details unknown). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15773650 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Event description:
The patient is female and (B)(6), had pcom with 3.34*4.27mm. The surgeon decided to fill coils assisted with stent technology. The guiding catheter used is envoy 6f catheter. The microcatheter used for the stent (details unknown) is prowler select plus (details unknown) and for coiling is echelon 14 (details unknown) from ev3. The surgeon had positioned the first and second orbit 4mm*10cm coils (details unknown) successfully. Then surgeon then chose the third coil orbit 2mm*2cm (637mf0202/15773650) to complete the procedure. The surgeon found that the third coil could not be detached. Changed another prepared box (details unknown) but still failed. The surgeon had to change new to complete. No adverse event occurred.

Manufacturer narrative:
Additional information received (4/1/2014): the syringe showed pressurization as expected during attempt to detach the coil. The alternative detachment method of pressurizing to the red zone was attempted. In the initial report where it is stated that the user changed to another box, it is now confirmed that it was another syringe. The orbit 2mm*2cm ((B)(4)) still did not detach after using the new syringe. There was only one orbit coil that did not detach and the procedure was completed successfully with another coil (details unknown). There were no damages noted to the coil, coil delivery system, or detachment system prior to use or after removal. The coil was removed successfully from the patient and it is unknown whether it was stretched. The coil was still attached to the delivery system when it was removed from the patient. Product analysis (3/10/2014): a non-sterile orbit mini complex fill 2x2 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted. The support coil, gripper and embolic coil were received inside of the introducer and no damages were noted. The gripper and embolic coil were found without damage additionally no obstructions or damage was noted on the purge hole of the gripper. Using a lab sample syringe 635-002, the orbit galaxy was purged on the blue zone; after that the pressure gauge was increased to the green zone and the coil was not detached, the pressure was increased to the alternative red zone and the embolic coil was detached. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as ¿coil - failure to detach¿ was not confirmed during the functional analysis. The cause of the failure experienced by the customer could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Therefore no corrective action will be taken at this time. The complaint is still pending review by a clinician and any additional information will be submitted within 30 days.

Manufacturer narrative:
Updated conclusion: the reported failure of the coil to detach was not confirmed with analysis. It was reported that the syringe which was used successfully to detach previous coils had been pressurized to the red zone during use with previous coils. The instructions for use (IFU) cautions that if position#3, green zone, has been exceeded the syringe should not be re-used for additional coil detachments. It further cautions in the alternative detachment section, that since position #3, green zone has been exceeded, the syringe should not be reused for additional coil detachments. Without the return of the syringe for analysis no conclusion can be made; however, based on the analysis with no discrepancy in detaching the coil with functional testing, it appears that procedural factors addressed in the IFU may have contributed to the event. Therefore, no corrective actions will be taken at this time.